Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00059 on 26-mar-2024. Additional information (18-mar-2024): siemens reviewed the instrument data and ruled out reagent issues as quality control (qc) recovered within acceptable ranges and no issues were reported with other patient samples. Siemens further evaluated the event and concluded that instrument malfunctions in the wash area potentially contributed to the falsely elevated high-sensitivity troponin I (tnih) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur xpt instrument. Quality control (qc) was acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse checked reagents probe movements and dispense tests, cleaned the wash station manifold due to some residuals and water residual around the wash displacement port, aspirate probes, and wash guides; replaced 4 aspirate probe tubes and ran a precision test in 5 repetitions on each control level, which recovered acceptably. The cause of the falsely elevated tnih is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur xpt instrument. The erroneous result was reported to the physician(s). On the subsequent day, the same sample was repeated on both original and alternate advia centaur xpt instruments. The repeat results recovered lower than the initial result and were considered correct. The repeat result obtained on the original instrument was reported to the physician(s). Then, the patient was redrawn, and the sample was processed on an alternate advia centaur xpt instrument. The initial result was considered correct and reported to the physician(s). The same sample was repeated on an alternate instrument. The repeat result was considered correct. The patient was redrawn a second time and processed on an alternate instrument. The result was considered correct and reported to the physician(s). There are no known reports of adverse health consequences due to a falsely elevated tnih result.